Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified an obstruction to the drain. A gallon jug had blocked the front of the drain pipe causing water to run out of the drain. The technician removed the gallon jug from in front of the drain pipe, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported their sterilizer was leaking water from the bottom. No injuries or procedural delays or cancellations were reported.